Event description:
It was reported by the rep that the device was used during a bowel resection procedure. It was reported that the device locked out on the first fire. A new box was opened. The customer did not know to try a reload. There was no pt consequence. 8/23/2000: additional info received: the product code was a tlc55.